Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient came into clinic for a follow-up. Upon review, it was discovered that the left ventricular lead failed to capture at the highest output. It was attempted to reposition the lead; however, the helix was unable to retract or advance. The lead was explanted and replaced. The patient was in stable condition.